Manufacturer narrative:
A correction was made. A new patient code was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that per patient, he had bad problems with stimulation and stated stim was bothering him so much and would feel like electrical impulses. Caller stated the patient had an x-ray which determined leads were in place. Caller spoke with the patient's healthcare provider, who wanted to have the patient's neurostimulator (ins) charged to try different settings. Caller stated that the stim therapy does not work for the patient and they may try a different therapy. Additional information was received, on 04/02/18. Patient reported that the ins didn't do anything for their pain since implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2018-apr-12 reporting that the stimulator was recharged and the patient was going to see a pain health care provider (hcp). No further complications were reported.